Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The returned device was evaluated and functionally tested. The patency of the guidewire lumen was tested and passed. The inflation hub was connected to an inflation device and the balloon was inflated with water. Upon inflation, water was observed exiting the balloon at the location of the fiber disturbance. The balloon was stripped of its fibers and a rupture was observed at the proximal cone. The rupture was measured to be 0.6cm in length. The investigation is confirmed for a longitudinal rupture on the proximal cone of the balloon. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Specific warnings, precautions and directions for use of the conquest pta dilatation catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 26 atm during the second inflation in an a/v fistula. A vessel rupture was identified and was treated with a balloon tamponade. There was no reported retraction difficulty through the sheath. Another pta balloon was used to complete the procedure.